Event description:
The manufacturer received information alleging a ventilator not operative on a garbin evo device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The manufacturer received information alleging a ventilator not operative on a garbin evo device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service center evaluated the system error log and confirmed the issue on the device. The device's system printed circuit assembly (pca) board was replaced to address the issue on the device. Additional findings not related to the malfunction/issue was contamination found on the in-line proximal filter and in-line filter. The following part was proactively replaced due to the four-year preventative maintenance procedure: air foam inlet filter. After all of these parts were replaced, a functional test was performed on the device, which passed.